Manufacturer narrative:
On 03/15/2016 - a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Logs showed user opening door and raising the gantry while the exam was still transferring to the navigation system, causing a corruption of the exam. Exam fails to be pushed manually. Instructed the site technicians to wait for the exam to finish transferring to the navigation system before pressing any buttons on the o-arm pendant. System checkout is good, o-arm operational. On 03/29/2016 software investigation was completed. This issue was documented in a medtronic software anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spine procedure, the first attempt to spin resulted in an error. The error message was not documented. The imaging system was brought out of the operating room (or) and the procedure was completed using a c-arm. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
(B)(6).